Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly and corroded battery tube noted during visual inspection. Unable to confirm unexpected battery power loss alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue and low battery. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.